Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan the customer has indicated that the product is not being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during intra-operative insertion, a screw did not advance fully and appeared to be floating, with the surgeon perceiving inadequate grip. There were no impacts to the patient. Attempts have been made and no further information has been provided.